Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, de novo concentric lesion in the mid left anterior descending artery with 90 % stenosis. Pre-dilatation was performed with a trek 2.5 x 12 mm successfully; however, when the xience v 2.75 x 28 was delivered, the device was stuck to the proximal lesion and would not advance further. There was resistance felt during removal. After withdrawal the distal stent struts were found to be flared. A non abbott stent was deployed to complete the procedure. There was no clinically significant delay in the procedure due to the no cross and no adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter trek 2.5x12. Guide wire: runthrough. Guide cath: heartrail jl3.5. Stent: integrity 2.75x30. Factors that can contribute to resistance when removing the stent delivery system (sds) include, but are not limited to, damage to the sds, anatomical conditions, damage to the stent or interaction with the guiding catheter. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage. The device was not returned for analysis. The anatomical conditions reported were moderate tortuousity and moderate calcification with 90% stenosis which appears to have contributed to the failure to cross. Interaction with the anatomical condition may have resulted in damage to the stent and subsequently let to resistance during removal of the sds difficulty to remove). In this case, the reported difficulty to remove, failure to cross and stent damage appear to be related to the operation context of the procedure and there is no indication of a product quality deficiency. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for difficulty removing the sds or stent damage this lot. In summary, based on this investigation, there is no indication of a product quality deficiency.